Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex csecure spinal and epidural needle assemblies - minipack was used on a patient noted to have a diagnosis of "nulliparous, (B)(6), rupture of membranes". The reporter stated the patient received an epidural infusion of bupivacaine with fentanyl prior to the combined spinal attempt and lidocaine subcutaneously just prior to insertion. The "cse was performed with loss of resistance to air technique. When no csf was identified (needed to confirm the intrathecal placement), the spinal needle was removed. Upon removal, the needle appeared kinked at the end and shorter. The epidural catheter was inserted through the touhy needle in order to provide the necessary analgesia. Under the impression that the spinal needle tip was broken, a CT of the lumbar spine demonstrated a fragment of metal near l2-3 left root". Subsequently, a neurosurgery consult was ordered and it was noted the patient had "conservative treatment". No additional adverse patient effects were reported.